Event description:
It was reported by the physician that a stylet was inserted and retracted multiple times at implant, and then a different stylet was inserted and got stuck in the middle portion of the lead and would not advance further. A straight stylet was attempted and would also not advance past the middle portion of the lead. The lead was replaced and the stylet was able to be used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).